Event description:
The dentist reported that the abutment screw fractured.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured and only bottom portion of the screw was received. The part and lot numbers were not provided; therefore, the risk management files could not be reviewed. A definitive root cause has not been determined.

Event description:
Doctor reports that patient presented with crown loose. It was confirmed that the implant and the abutment screw was fractured off at the external hex. The implant remains implanted and has been "re-restored" at this time (custom abutment and crown).